Manufacturer narrative:
Device is used for treatment, not diagnosis. This report is for one radial stem, catalog and lot numbers unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, postoperative x-rays revealed radial head prosthesis loosening. No other information available. This is report 2 of 2 for complaint (B)(4). This report is for an unknown radial stem.

Manufacturer narrative:
(B)(6). Expiration date reported as november, 2017. A device history review was conducted. The report indicates nemcomed (now known as avalign technologies-nemcomed) manufactured the 9mm ti straight radial stem, part #04.402.009 and lot #7012245 on po #1412790 for 50 parts delivered on november 30, 2012 and processed on work order #3076318. Initially, the part conformed to the supplier¿s certificate of conformance, dated november 28, 2012 and was inspected and conformed to synthes final inspection sheet ns050779, revision ¿b¿. The parts were labeled, packaged, sterilized (po #1489232) at sterigenics (corona) and released to the warehouse on january 5, 2013 with expiration date november 2017. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.